Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1117 "3.3 v supply failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) reported that a 1117 "3.3 v supply failed" alarm error occurred and ordered a replacement power management (pm) printed circuit board assembly (pcba) for repair. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that a 1117 "3.3 v supply failed" alarm error occurred. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme.